Event description:
It was reported that while this device was being used in an angioplasty procedure, the balloon burst. A second balloon used in the same lesion also burst. There has been no claim or injury related to this event. The lesion is being treated is reportedly highly stenotic and calcified.